Manufacturer narrative:
(B)(6). (B)(4). As of (B)(4) 2012 no product has been returned. Final inspection for pericardiocentesis catheter confirms overall surface of catheter is clean, smooth and free of damage. The product is shipped with an instructions for use (IFU) stating precautions and instructions for use. Under "instructions for use" step 10: "advance the catheter into the pericardium." Step 11: "remove the wire guide." Step 12: "attach the connecting tube to the catheter and aspirate." Without the product being returned it is inconclusive on how the device could have contributed to the failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the conclusion of the risk assessment, risk mitigating action is not required at this time.

Event description:
The drain has broken off where it connects to the 3 way tap. The drain then migrated under the skin and into the patient the product is now being retrieved from the patient. No additional information or patient outcome has been provided to assist in this investigation.